Event description:
On (B)(6) 2014, the reporter stated that a broken needle remained in the pt's finger. The needle was removed surgically. The pt carried around injector with connected pen needle without the protection cap in his pocket. It was unk, why the pt stuck the pen needle to their finger.

Manufacturer narrative:
No product return is anticipated. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Unable to run complaint history check or device history review as lot number is unk.